Event description:
St. Jude became aware through the physician that the pt expired, reason unknown. Co subsequently requested and rec'd a death certificate. The death certificate lists cardiac failure as the immediate cause of death with recent ventricular tachycardia and congestive cardiomyopathy as conditions leading to the cardiac failure. No details regarding cause of death were attainable from the pt's physician. Co is reporting the death because they have neither the device nor any associated data or electrograms, which would enable them to conclude that the device did not contribute to the death.